Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage from the focus ring and water leakage. Based on the results of the investigation, a root cause for the reported malfunction could not be identified. Based on the results of the investigation, it is likely there was water leakage due to cable unit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had crack on camera head. The event had occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient harm.